Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on / code 205) was confirmed. As received, the monitor was resetting at the startup screen. Upon evaluation, the monitor exhibited a ram failure at bga components u100 and u101 on the computer/analog board sn (B)(4) . Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on. During a subsequent attempt, the patient's monitor powered on but produced service code 205.